Event description:
It was reported that the patient presented for a generator change out procedure. Upon review, the atrial lead exhibited over-sensing noise and low pacing impedance episodes. The atrial lead was capped and replaced during the same procedure on (B)(6) 2021. Patient was stable.